Event description:
Discordant, falsely low sodium results were obtained on four patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument in duplicate and resulted as expected for sid (B)(6) on the second repeat. All others matched during both reruns. The correct results were reported to the physician(s). The customer also stated that a patient sample run the previous day had been affected. The customer could not provide the sid, but knew the patient was a (B)(6) old female who was treated with ibuprofen. It is unknown if any discordant results for the patient were reported to the physician(s) or if ibuprofen was administered due to a discordant result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed all tubing, rotary value and checked the peristaltic pump. The cse also adjusted the flush pump, checked sample arm alignment and preventatively changed the lot of sensor. Diluent check and quality control were run and all is within specification. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.